Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported artifacts on images after a scan. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the reported issue that artifacts were present on scan images. The fse visually inspected the system and found the compensator was broken. The fse replaced the compensator to resolve the issue. The fse confirmed there was no impact to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.